Event description:
Pt's father called on-call service stating that cadd legacy pump sn (B)(4) stopped working and is showing error code #1870 (=motor time out error-need to send back to smiths medical to service). Father set up new pump and remodulin infusion restarted after brief interruption in therapy. No adverse effects upon restarting, no adverse event as a result of malfunction. Bad pump being returned to pharmacy. Replacement send for next day delivery. Diagnosis or reason for use: pah.